Event description:
It was reported that the physician found abnormal high lead impedance when suturing the patients pocket. The physician noted that the lead was fractured. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and fracture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged insulations consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.